Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that multiple attempts were made to position the coil. 1/2 of the coil was positioned; however, the coil was unable to advance further and detached in the catheter. Both segments of the coil were removed in their entirety along with the catheter. There was no reported intervention or patient injury. The patient was reported to be stable.

Manufacturer narrative:
The coil was returned for analysis; the pusher was not returned. The implant was noted to be in good shape, with the tie-knot properly secured. The entire implant coil was closely wound. The stretch resistant member within the coil was noted to be broken. The implant appeared to be within specification. Based on the reported details and investigation findings, the complaint could be confirmed. The exact root cause is unknown; however, the damage to the device exhibited evidence that it was subjected to excessive tensile force that exceeded its maximum strength specification.